Manufacturer narrative:
Catheter model 8709sc, lot# n273926012, implanted: 2011-(B)(6), explanted unk.

Event description:
It was reported that a patient's catheter was compromised (revealed) via a CT scan; the reporter did not have any more details. The patient is currently in the hospital. The hcp is discharging the patient and the reporter is concerned about the catheter issue. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that the patient was hospitalized due to a spinal fluid leak and headache. There was a 1x2cm fluid collection at the l3 level near the catheter. The CT report indicated that this may be as a result of a fracture in the catheter at the l3 level. Patient was experienced spinal headaches and a return in pain symptoms. The patient was taking narcotics again. The patient was due for a refill on 2011-(B)(6). Patient did not have a healthcare provider and wanted to have the fractured catheter fixed prior to having the pump refilled. It was also stated that the patient had not receiving therapeutic effects since 2006.

Manufacturer narrative:
(B)(4).